Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. Visual evaluation of the returned sample noted left chest pad, small right chest pad, and another small left chest pad of the same lot number present with no original packaging. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. No visible chips or deformities at the ends of all connectors. Tubing for all the pads noted no kinks present. Hydrogel separation from the pad was observed on the left chest pad. There was some residue on the other left chest pad. The reported issue was confirmed via visual examination, so no functional evaluation is required. Current manufacturing controls are adequate to reduce the reported event. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they have been using the arctic gel pads to deliver targeted temperature management for their patients. However, they have experienced a problem with the small-sized pads from lot ngju1951. Specifically, two of these pads have fallen apart during use, resulting in a gooey substance spreading over the patients and surrounding areas.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they have been using the arctic gel pads to deliver targeted temperature management for their patients. However, they have experienced a problem with the small-sized pads from lot ngju1951. Specifically, two of these pads have fallen apart during use, resulting in a gooey substance spreading over the patients and surrounding areas.